Event description:
Patient underwent cardiac catheterization in the ep lab. The cine images were poor, not allowing the physician to determine if the patient had a left main stenosis or not. This was the first time the ep had been used to perform a heart cath in several months. This particular x-ray equipment is used weekly for ep fluoro and cine images for which it performs acceptably. The physician felt a second cath would be necessary due to the poor image quality which did occur successfully the following day. There was no additional intervention required. This equipment is no longer manufactured, however, it is still supported by a local third-party service organization.